Event description:
The customer was hospitalized for high bgs. The pump alarmed and the customer changed the set. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. However, the device had a blank display at times and pump eventually comes back on. Instructed the customer to change the site and use manual injections per md protocol.